Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not sure when to use the patient programmer (pp) or how often to use it. The patient stated that she was "foggy" when it was explained to her. The patient reported that last night, she had a horrible night and that her bed was wet and her pad. The patient noted that she was fine this morning and that with the trial she was dry at night. The pp showed that stimulation was on and the setting was at p2 1.4v. Patient services reviewed that it takes time for the body to get adjusted to stimulation and that the patient may need to adjust the stimulation during the night, since the body is in a different position. Patient services also reviewed buttons/icon meaning on the pp with the patient. No further complications were anticipated/reported.